Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment, pipeline flex with shield technology device would not open properly so the physician did not dare to deploy it. On the way out of the microcatheter pipeline got stuck in the hub of the phenom microcatheter. The patient underwent embolization treatment for unruptured saccular aneurysm of internal carotid artery (ica) below to ophthalmic segment. Landing zone distal 3mm proximal 3mm. There were not any patient symptoms or complications associated with this event. Perfect position of the new pipeline. Image attached for review. The vessel was normal tortuous. No patient injury was reported. The catheter was not damaged. The pushwire was not damaged. The catheter flushed continuously with heparinized saline. The pipeline and any accessory devices were not prepared as indicated in the IFU, as no flush back was made. Small flush with heparin in the tip of pipeline. The catheter flush was indicated per the IFU. No patient injury was reported. (B)(4).

Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model# = ped2-475-20 part, brand name: correction part: model#: correction part: occupation: additional information part: PMA / 510(k) #: additional information the device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex with shield device was found stuck inside the proximal segment of the microcatheter. After removed the device from the catheter found that the distal and proximal ends of the pipeline flex shield braid were found fully opened with moderately frayed. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Additionally, the pushwire appeared bent at the proximal end. No other anomalies were observed. We were unable to determine the cause of failure to open the device as returned pipeline flex shield braid appeared fully opened with moderately frayed at both ends. It is possible that damage braid caused the issue. The damage to the braid on the ends of the pipeline flex shield is likely the results of the customer re-sheathing the device more than recommended two times. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex shield embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. If information is provided in the future, a supplemental report will be issued.